Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly.

Event description:
The customer initially reported that their device was showing the charge-pak icon. After a review of the electronic device download, it was observed that the internal hlc batteries had depleted to a point where defibrillation may not have been available. There was no patient use associated with the reported failure.